Event description:
It was reported that during a colostomy take down procedure, a (B)(4), (B)(4) and (B)(4) device were used. During the procedure, all devices performed as intended. There were no issues. The tissue donuts were noted to be perfect. No issue with staple formation. A couple of days post-op, the patient had a leak in the anastomosis. It is unknown if it is a device issue. Per the surgeon, the patient has a history of perforation of the colon. The patient had previous surgery due to diverticulitis perforation. The patient is currently on a colonic; there are no plans for re-op. The patient is stable. Currently, these are all the details that are known. No devices are returning. Additional information was requested on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 but no additional details have been provided.

Manufacturer narrative:
(B)(4). Additional information from the sales rep, per the surgeon: he said it was patient history. Had two good anastomosis. Diagnosed from CT. Leak was being treated with a drain.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.